Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator is having colorful vertical lines on display. Furthermore, the customer confirmed that the issue happened prior use, no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, the customer reported that they did troubleshooting and have checked all the cables and connectors but problem is not resolved. They cross-checked the unit with another ui (user interface) assembly and the unit is working fine. Vyaire sent a request to customer service (cs) team for shipping a new ui assy under warranty. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective display (white vertical lines on screen partially). As a resolution, vyaire customer service (cs) team shipped a new ui assy under warranty. Issue resolved with new display.